Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure many attempts to force the lead through the tortuous vessel were needed. The lead was eventually successfully placed but upon testing it was noted that all vectors involving the lv2 electrode showed high undefined impedance with the analyzer and again when plugged into the device. The electrograms (egm) signal appeared normal. The lead was programmed to a vector not involving the lv2 electrode and remains in use. No patient complications have been reported as a result of this event.